Event description:
It was reported that the device was used during a total laparoscopic hysterectomy procedure. Towards the end of the case the surgeon was using a metal koh polomizer and the tip of the blade broke off. The tip fell into the pt, but it was retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.